Manufacturer narrative:
D10 continued: 105-7100-060; onyx 18 kit avm us; d012028 h3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361). As found condition: the apollo catheter was returned within a shipping box and an open apollo outer carton and inner pouch (b505785). Visual inspection/damage location details: the apollo catheter was returned separated into three segments. The characteristics of the catheter separated ends indicate separations due to both tensile failure and mechanical separation (cut). The apollo catheter middle segment was found kinked at ~62.0cm from its proximal separated end. The apollo catheter detachable distal tip was found intact and in good condition. No onyx was found within the distal tip lumen. Testing/analysis: the apollo catheter proximal segment total length was measured to be ~6.7cm and the useable length was measured to be ~0.5cm. The apollo catheter middle segment total length was measured to be ~63.8cm and the distal segment total length was measured to be ~101.5cm. When compared to the product drawing, all segments of the apollo catheter were returned. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter occlusion¿ report was confirmed as onyx was found within the apollo catheter. Possible causes of ¿catheter occlusion¿ (onyx) are likely due to premature onyx solidification (i.e., exposure to water, saline, blood, contrast solution), pauses longer than 2 minutes, slow injection rate, and not enough dmso in the dead space of the catheter. Onyx solidification can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. However, the cause of the reported event could not be determined. Regarding the catheter separations, the causes could not be determined as these issues were not reported by the customer. Further clarification of the exact sequence of events is required to determine any potential causes. **this event/device is reported at this time based on analysis findings that indicate a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that all accessories were prepared as per instructions for use (IFU) guidelines. The cat5 placed in the distal basilar artery and with the help of a chikai 008, apollo microcatheter was positioned appropriately near the nidus. A continuous saline flush was running through the microcatheter while positioning it. 0.5ml of dmso was injected from the hub of apollo with a 1ml syringe. Onyx18 was taken in another 1ml syringe and injected from apollo hub. It was at this instant a cast formation was observed at the catheter hub. Some attempts at injecting dmso into the catheter were also made but it seemed that the catheter was blocked. The apollo was taken out completely and multiple saline flushes were also attempted but the catheter remained blocked. Doctor finished the case with sonic, hybrid and 3 vials of squid 18. There was catheter occlusion during onyx injection. The onyx was unable to aspirate. The speed setting on the shaker was speed of 9. The onyx was shaken for 1-1.5 hours. The physician maintained shaking of the vials until ready to use. The size of the needle gauge was 18 gauge needle. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for arteriovenous malformation (avm) embolization treatment. The avm was sm grade 3. Avm was in an eloquent region. It was noted the patient's vessel tortuosity was moderate. The access vessel was the left distal posterior cerebral artery (pca) with a diameter of 3.2 mm. The angiographic result post procedure was the avm nidus was completely embolized and the distal arteries were filling normally. Additional information received reported the cause was not specified by the surgeon. However, the medtronic representative (rep) noted that the surgeon did an additional step during the procedure which may have contributed to the premature solidification and subsequent apollo catheter occlusion. While finishing the portion of case with squid18 and prior to dmso priming, 3 complete saline flushes were done which have avoided any contact with contrast.